Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an appendix procedure on (B)(6) 2016 and suture was used to close the fascia in the trocar site. During the closure, part of the needle was broken. Another like suture was used to complete the procedure. The patient was released home. A day later, the patient had a second surgery in which the broken part was removed. No additional information was provided.

Manufacturer narrative:
Representative samples were received for evaluation. 12 needle samples have been subjected to a visual inspection, needle diameter test, tinius olsen and ductility test and all results met the specified quality requirements.

Manufacturer narrative:
Product complaint # ==> pc-000102154 additional information: - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch khk288 mfg date: (B)(6)2016, exp date: (B)(6)2019 batch kh6774 mfg date: (B)(6)2016, exp date: (B)(6)2019 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.